Event description:
It was reported that during use in the patient's room, a leak was found from the catheter. This issue occurred approximately one month ago so they do not remember details. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4).